Manufacturer narrative:
It was reported that date of implant is the date of initial surgery, but also that the date of the initial surgery is unknown.

Event description:
It was reported to us that patient had a revision of total knee arthroplasty.